Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that, for the past 3-4 months, the patient was still having problems with the sciatic nerve going down their leg. The patient said they just recently went to (B)(6) and it was the same thing, it didn't seem to be relieving pain and they were still having pain in their back. The patient said they have it all the way to 10.9 and it won't go any higher on a or b. The patient said their stimulation was gone within an hour, the ins battery drains quickly/within an hour, the ins only lasts an hour, the ins goes dead and needs to be recharged. The patient said that, last night, they got home from (B)(6) and they had to walk the dog. The patient had back pain, leg pain, sciatic nerve, cramping, and they couldn't walk; the patient stated that they could go 1/2 block and their upper buttock started cramping and they couldn't move. The patient said that, last month they went back to (B)(6) and asked their surgeon to give them pain pills and they did. The patient then called their managing healthcare professional (hcp) wanting meds and the hcp refused. The patient was directed to their hcp to request a manufacturer representative to reprogram the ins. No further complications were reported.